Event description:
Site reported that the computer is freezing and crashing intermittently. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt present. No parts were replaced. A preventative maintenance checkout was performed in the field on the system after this issue occurred and no problems were found.